Manufacturer narrative:
The polarsheath was received by boston scientific for analysis. The reported failure was confirmed through analysis. Visual inspection revealed visible puncture in the hemostatic valve. The device failed aspiration and hemostasis testing. The device failed the hemostasis valve test method, leakage, dripping and pressure drop were observed. The air pressure test for location of leaks failed, the pressure decay value was gross leak. The returned device silicone valve has a likely region of uncontrolled puncture. The puncture represents a potential leak path and is not optimal for retaining a leak proof seal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Event description:
Prior to an denovo pulmonary vein ablation (pvi) procedure during sheath preparation and before there was contact of the device to the patient the physician observed that the sheath hose did not have air, but the syringe was sucking air in. The physician replaced the 3-way stopcork and syringe and verified that all the connections were tight and on bores. Still the same thing occurred. Then, they tested the 3-way stopcork wan syringe was tight by removing that from sheath and tried to aspirate while keeping finger in sheaths place, the syringe did not aspirated air. The sheath was exchanged. The procedure was completed without any patient complications. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Prior to an denovo pulmonary vein ablation (pvi) procedure during sheath preparation and before there was contact of the device to the patient the physician observed that the sheath hose did not have air, but the syringe was sucking air in. The physician replaced the 3-way stopcork and syringe and verified that all the connections were tight and on bores. Still the same thing occurred. Then, they tested the 3-way stopcork wan syringe was tight by removing that from sheath and tried to aspirate while keeping finger in sheaths place, the syringe did not aspirated air. The sheath was exchanged. The procedure was completed without any patient complications. This product is part of the (B)(4) advisory population for the polarsheath steerable sheath.